Manufacturer narrative:
This medwatch is for the suspect device used in inform system #2. Please see medwatch for suspect device in inform system #1.

Event description:
Caller reports back to back results of 24 mg/dl on inform system #1 compared to results of 156 mg/dl on inform system #2. Caller reports quality controls were run daily and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.